Event description:
It was reported by service report that the siderail and fowler are broken. The siderail cannot be latched up. The fowler will not lower and cannot support a patient's weight. No patient involvement or adverse consequences are reported.